Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchofiberscope was reprocessed in an etd washer that had tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because we could not judge the relationship between the subject device and the event from the investigation results. We reviewed the reprocessing steps provided by the user and confirmed no obvious deviation from the information for use (IFU). Since the subject device was not culture tested, we could not obtain the result of the culture test from the user. Since the subject device was not sent to the service business center (sbd), a culture test was not performed. Since the subject device was not sent to olympus, the subject device was not inspected. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance for this device.

Event description:
The washer/disinfector device (etd) resulted in positive microbiological testing. Seven (7) scopes were reprocessed in the same etd. Initially, olympus chu was informed that the seven (7) scopes were tested and only one (1) resulted in a positive. On (B)(6) 2024, olympus field service engineer (fse) went on-site to the customer to support them in etd resampling. In this circumstance, the fse was informed that the other six (6) scopes have not been tested at all, which is different from what the customer initially reported. The etd resulted in a positive for stenotrophomonas maltophilia.  The customer quarantined the scopes. The etd re-sampling was performed under the supervision of the olympus fse, and the withdrawal report included relevant sampling points.